Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped and cracked adhesive on the bending section cover, a damaged control unit, peeled paint on the suction cylinder, a discolored air/water cylinder, a peeled adhesive around the objective lens, a scratched connecting tube, the bending in the up direction and the play of the upward/downward angulation knob did not meet the standard value due to the wear of angle wire, and a streak of flare appeared in the image. These components did not meet the standard value due to the clogged nozzle: air supply volume, water supply volume, and the water removal ability. The following components had a white clouded area: the adhesive of the bending section cover, the adhesive around the objective lens, and the adhesive around the light guide lens. Additional information was requested but details were not known or provided by the reporter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope's air supply was low at the tip. The issue was found during an unknown event. The intended procedure was an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer reported that the device was cleaned, disinfected, and sterilized before being sent to olympus.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.